Event description:
It was reported that the lv lead dislodged during catheterization when the swan catheter was pulled and removed w/o fluoro. Since the patient's left side had limited access and cs vessels, the lv lead was explanted and a new lead was placed from on right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection it was noted that there was blood/body fluid in all the conductors (not obstructed) and it was also noted that the outer insulation of the lead had cosmetic esc and was breached/cut due to apparent explant damage.